Manufacturer narrative:
One generator was returned for evaluation. The returned sample did not meet specification as received by medtronic. It was reported that the rem alarm is green when it should be red. The investigation isolated the failure to the rem core transformer and missing capacitor on the control board, but the root cause of the damaged components could not be confirmed. The probable root cause could not be determined based on the information provided. The transformer and control board were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit return electrode monitoring circuit calibration failed. The rem alarm was green when it should be red and a component was missing. There was no patient involvement.